Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient began feeling nauseous, dizzy, and started vomiting. The patient¿s cgm was reading 146 mg/dl, and the bg meter was reading 500 mg/dl. The patient was wearing an omnipod insulin pump. The patient¿s fiancé drove her to the emergency room. At the ER, the patient¿s cgm was reading 100 mg/dl, and the bg meter was reading 400 mg/dl. The patient was treated with zofran, IV fluids, and insulin. The patient removed the sensor as well. She was discharged after approximately 2.5 hours. The patient was ¿feeling better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.